Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (tsvt4b11) was missing from the packaging. It was also reported that they could complete the procedure with another implant.

Manufacturer narrative:
One tapered screw vent implant package was returned for inspection. Visual inspection confirmed that the implant and mount were not inside the packaging. The seal of the vial was noted to be broken, and the vial cap was not attached. The cover screw was returned with the packaging. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for tapered screw-vent®, advent and trabecular metal implants¿ 4869 rev 7-01/16. Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Complaint indicates the implant and mount were not found in the vial when opened. The alleged event is non-verifiable, as the package was returned already opened. A root cause for this complaint could not be determined. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.